Event description:
It was reported that the customer was trying to change her set and was not able to complete the process. Customer stated that she was filling the tubing on her new set but cannot get back to the screen that allows the customer to finish this procedure. Customer stated that she was hospitalized for a non-diabetes related issue on (B)(6) 2015. Customer had a foot infection and was in a great deal of pain and stress. Customer's blood glucose level was over 600 mg/dl at the time. Customer feels that the high blood glucose level was due to the infection and stress. Customer ended up having some strokes while in the hospital and was on heavy medication. Customer was advised by the diabetes educator to not use her pump while in the hospital. Troubleshooting was performed and customer was assisted with adjusting the fill cannula setting. Customer received an IV drip for insulin to treat for the high blood glucose level. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.